Event description:
A malfunction alarm was reported with the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process. The malfunction did not recur after the reset, and the customer was informed to continue using the pump and to call back if any issues reoccurred.